Manufacturer narrative:
Due to character restrictions in initial reporter, event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units negative pressure is too low, unit was swapped out to continue therapy. There was no personal injury reported.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that during use it was observed that the cs100 intra-aortic balloon pump (iabp) giving negative pressure low. The hospital reported that the negative pressure was too low during the use of the equipment, and the spare equipment was replaced immediately, and no personal injury occurred. An automatic inflation failure is prompted. The customer replaces the machine by himself and notify the engineer by phone. Fault not verified. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during use of equipment, the cs100 intra-aortic balloon pump (iabp) units negative pressure is too low, unit was swapped out to continue therapy. There was no personal injury reported.